Manufacturer narrative:
The device was not returned for evaluation. Photographic images were provided however a review of the images did not produce examinable information. Therefore the root cause of the reported event is undetermined. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. No similar complaints have been reported for this lot number.

Event description:
It was reported that when the sheath dilator was removed, the end loosened from the dilator. Per additional information received, the device broke outside of the patient. The patient was unharmed. No additional details have been received.